Event description:
A us distributor returned a monitor and reported being unable to communicate with electrode belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged monitor.